Event description:
Pt had breast implants removed due to displaced, painful capsular contractures. The right capsule was found to be very contracted, firm, and irregularly shaped. The implant was ruptured within the capsule. The left capsule was very thick and contracted with a thick band across the middle, deforming the capsule and implant. The implant was ruptured within the capsule. Right implant weighed 160 gms. Left implant weighed 180 gms.